Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: during investigation, the pump powered on to a hard call service 069 alarm. The keypad functions were unable to be tested. The keypad cover was removed to find no contamination. The pump cover was removed to find internal moisture on the printed circuit board. The keypad complaint was unable to be adequately investigated due to the call service alarm. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.